Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and loss of connection was found for serial number (B)(4) within the investigation window.  The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).